Manufacturer narrative:
Report date: 14jun2021.

Event description:
It was reported to philips by a customer that the unit navigation was defective. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer stated the device navigation ring was not working when a fse went onsite to perform (B)(4) for pm pcb. The customer requested to have navigation ring replaced. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Further information has been requested.

Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The field service engineer replaced the defective navigation ring with a new 2nd generation front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Upon further investigation the navigation ring issue was discovered during the field change order service implantation of the power management board. Therefore this complaint no longer meets reportability requirements.